Event description:
It was reported that device had cracked bottom case, and occlusion error event occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed broken bottom case with impact damage on left front corner. Cracked top case on front corner. Customer?s reported issue was not duplicated, but it was verified in the event history log. The root cause of the reported issue was not determined because issue could not be duplicated. Actions taken to mitigate the reported issue: replaced bottom of case and perform preventive maintenance. UDI information is unknown.